Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple noise reversion episodes were observed on both atrial and ventricular channels of the pulse generator. The noise could not be reproduced with isometrics. The patient was asymptomatic. No intervention was performed; the patient would be monitored.